Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were no circumstances that led to the device not working issue. They stated the they way they knew it was not working was that they were not making it to the bathroom. The patient also mentioned that the issue started ¿about two weeks after¿. Steps taken to resolve the issue was that they spoke to the manufacturer¿s representative and they were able to get it working at ¿least for that day¿. Also, the patient did not know the cause of the controller not working right and no steps were taken to resolve this issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that ¿this thing¿ has not worked properly for a while. The patient noted that they had part 1 surgery on (B)(6) 2019 and part 2 on (B)(6) 2019. The patient stated that they had a doctor's appointment on the 20th of july and it was not working correctly then. The patient stated that she had the controller with her she asked the doctor if she could look at it, but the doctor was behind, and she thought the doctor got a little miffed at her. The patient noted that she never called her manufacturer representative (rep) because they did not seem to get along, and so she didn't bother him. The patient stated that they could not go along this way and didn't know how to fix it. The patient noted that when she did try, she was told to not to bother the screen. On august 7th, the patient additionally reported ¿this thing does not work for me!¿ the patient stated that they went through a lot and had expectations that did not materialize. The patient stated that their insurance paid a lot of money to assure this thing worked; and it did not. The patient re-stated that they took the controller to her doctor on her last visit, but she got kind of upset that the doctor couldn't get it work right. The patient reported that she ¿told the doctor when she could feel the vibrations¿ and the doctor blew her problem off. The doctor had the manufacturer representative (rep) on the phone but they did ¿not seem to be speaking the same language¿. No further complications were anticipated/reported.